Event description:
Boston scientific received information that duirng an implant procedure this right ventricular (rv) lead revealed a rise in pacing impedances greater than 2000 ohms and high thresholds. The lead was disconnected and reconnected to the device and measurements remained the same as pre-implant testing. The high impedance and threshold measurments issue was unresolved at this time and it is uknown if a lead malfunction occured. The lead remains implanted with the same parameters. The final medical decision was made to maintain the lead because the patient had a normal sinus rhythm without stimulation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.